Event description:
It was reported by service report that the brakes were not holding and the side rail would not latch in the raised position. No patient involvement or adverse consequences are reported.